Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently admitted to the hospital for diabetic ketoacidosis and a blood glucose of 497 mg/dl. The customer did not mention any symptoms of hyperglycemia. He cited the cause of the hospitalization as his infusion set falling off. The customer was treated with long acting insulin. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no anomalies noted. The customer was advised to monitor the insulin pump and call back if high blood glucose recurs. No products were returned or replaced.